Event description:
The patient was hospitalized for elevated blood glucose levels and dka.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The patient's mother reported that prior to the event the pump exhibited a visibly damaged battery cap that could not be properly attached. The patient obtained a new battery cap and has continued to use the pump with no reported subsequent events. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.